Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurses were not properly connecting the sets by retracting the collar and securing the connection. This was occurring in the emergency department during the day shift. Baxter provided in-service training to the staff, after which the issue was resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.